Event description:
The tps micro drill was sent for eval due to overheating during maintenance testing. There was no pt involvement, and no adverse event associated with the device.

Manufacturer narrative:
Wide spread corrosion found within the internal components was identified as the probable cause of the reported overheating.